Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the side switch of the footswitch broke." (Break). A nurse reported during surgery, the side switch of the footswitch broke. The case was completed without delay; no pt impact.

Manufacturer narrative:
The sample has been returned for testing. The investigation including root cause determination is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).